Event description:
On 9/30 a facility reported that a pt had lost an excess of 3.6 kg. Of fluid during a dialysis treatment on 9/10. The pt had become hypotensive, received normal saline and the ultrafiltration turned off. The treatment was completed. The machine was removed from the treatment area for service by the facility machine technician. Upon inspection of the machine, he found a valve not functioning properly. Two different valves were replaced and he verified the machine was operating properly. The valves were discarded. The machine was returned to the treatment area and has been operating without problems since repair.